Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Without the device returned for analysis and specified failure mode, a conclusive cause for the insufficient information could not be determined. The treatment appears to be related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Medwatch report attach. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
User facility medwatch [mw5160159] states: [a perclose failure let to an unplanned right common femoral artery cutdown and repair. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).]